Manufacturer narrative:
Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.

Event description:
(B)(4).

Event description:
Translated description from the customer report from german into english: leakage of priming fluid from dialysis lock and valve at the oxygenator. Additional comment: customer complained 4 products with this malfunction in the received complaint report. But time of incident and lot number was unknown and could not be mentioned by the customer. For all 4 oxygenators the described malfunction was detected during priming. (B)(4). (B)(6).

Manufacturer narrative:
The product was not requested to return for manufacturers laboratory investigation as the failure is known and is thoroughly investigated under CAPA (B)(4). The investigation under CAPA (B)(4) identified that the failure is caused by tolerance interferences in current design. Maquet cardiopulmonary will implement corresponding action steps regarding the design and tolerance criteria's of the dialysis port. Due to this no further action will be completed at this time. This complaint will be closed. Additional information: the product mentioned is a tubing set and the included affected component has a contributing design function of the quadrox-ID which is registered under (B)(4).